Event description:
It was reported that 2 intima-ii 24gax0.75in prn slm npvc experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: on august 12, 2019, when the warehouse leader of the user facility inspected the inventory products, it was found that the prn aging phenomenon after unwrapped the package the company is notified by the dealers, and the product research report is required within three days, and the product has been sent back. 6400 suspected affected products.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050881. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, with the samples provided to us, our engineers were able to identify aging of the septum as the root cause for this event. The septum is expected to completely close after the removal of the cannula, this seal prevents the leakage of the device. Additionally our engineers have reviewed this event and determined that the cause of this event occurs post manufactured most likely during either transportation or storage of the device in a dry or humid environment. In hot or dry environments aging or oxidation of the heparin cap can occur, resulting in a loss of elasticity.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 intima-ii 24ga x 0.75in prn slm npvc experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, when the warehouse leader of the user facility inspected the inventory products, it was found that the prn aging phenomenon after unwrapped the package the company is notified by the dealers, and the product research report is required within three days, and the product has been sent back. 6400 suspected affected products.